Event description:
Customer reported that his precision xtra meter gave him a high reading, he took insulin and "went into shock and lost consciousness." He reports being transported to a local hospital by paramedics and diagnosed and treated for hypoglycemia. He denies any treatment rendered at the hospital. There was no reported death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.